Event description:
Ous MDR . The patient was in for a scheduled follow-up. During the manual threshold test, evidence of sensed artifacts on the rv and ff channels were noticed after v-pacing. Artifacts occurred mainly after systolic phase. Impedances were all in range. Sensing values in range but non sensed artifacts were sometimes also noticed after v-sense. No sensed of artifacts during provocative tests. After the ICD extraction from the pocket and fixation sleeve removal, bigger artifacts were observed on the rv channel and a grooved damage area was observed under the fixation sleeve. Furthermore, it was not possible to insert completely an s65 a stylet. A blockage was observed at about 10cm before the tip. It was not possible to retract the screw inside the lead as the mechanism was not working anymore. The lead was cut and extracted with extraction wire. Unfortunately it was not possible to collect the middle portion of lead with the groove damage. The rest of the lead was returned.

Manufacturer narrative:
Upon receipt the lead was found cut approx. 13 cm distal to the is-1 connector pin. As mentioned in the complaint description, a small medial part was missing. The performance of the lead fragments was scrutinized. The visual inspection of the fragments showed signs of abrasion along the lead body and the insulation was found damaged in the distal part of the lead. This damage can be regarded as the root cause of the observed artifacts in the freeze iegms during threshold testing. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. The analysis of the lead did not reveal any sign of a material or manufacturing problem.